Event description:
Fracture of the extremity of the proximal jig aim femoral during initial surgery, (not seen at this time). X-rays were made after that and the broken extremity was seen. A new surgery was necessary to remove this broken extremity.

Manufacturer narrative:
This complaint is still under investigation, depuy will notify the FDA of the results of this investigation once it has been completed.